Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint and package insert were reviewed. Photographic images were made of the product.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 1043534-2013-00562, 00563.

Event description:
Allegedly component broke.